Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a coronary artery bypass grafting procedure, the clips came loose, noted about ten clips came loose after using it on the lima and rima branches. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Corrected data: after further investigation, it was determined this event was reported in error and is being voided as the customer did not experience a quality issue with the lx107.